Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer¿s blood glucose was over 1200 mg/dl. The customer stated that the catheter was crimped due to which they experienced high blood glucose. The customer treated with intravenous insulin. The insulin pump was not on auto mode at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. Customer felt that the insulin pump was working fine and no need to troubleshoot. The insulin pump will not be returned for analysis.